Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that "the insulation of the cautery is charred." Thermal damage was found at the instrument¿s wrist. The distal clevis ear was cut off to inspect the conductor wire. The conductor wire was found to be broken at the weld causing thermal damage on the distal clevis, conductor wire cap, and yaw pulley. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after completion of a da vinci-assisted hysterectomy procedure, the surgical staff alleged that the insulation on the permanent cautery spatula instrument was charred and that possible arcing of electrical energy had occurred. No issues were reported during the actual surgical procedure. In addition, there were no reports of any patient harm, adverse outcome or injury.